Event description:
The facility stated that the surgeon implanted a aq5010v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unknown what caused the trailing haptic to tear. The cartridge model that was used was aq cartridge fp. The facility was unable to provide the injector model that was used or injector, cartridge lot numbers.